Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown quantity of unknown screws. Part and lot numbers were not provided for reporting. Therapy date: unknown date during fall of 2016. According to the event description, the reported devices were not removed during the revision surgery. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery was performed on (B)(6) 2017 possible broken proximal screws and nonunion. The patient initially had a synthes locking compression plate (lcp), medial distal tibia plate (mdtp) and an unknown quantity of screws implanted on an unknown date during the fall of 2016, at a different institution. X-rays taken on an unknown date showed nonunion and possible broken screws. The surgeon performed revision surgery, but did not remove the existing hardware. The surgeon reinforced the plating and bone grafting was added. The patient outcome is not available for reporting. It is unknown if there was any surgical delay during the revision surgery. Concomitant medical products: plate; (part # unknown, lot # unknown, quantity 1). This report is for an unknown quantity of unknown screws. This report is 1 of 1 for (B)(4).